Manufacturer narrative:
Sample was drawn into a lithium heparin tube and centrifuged at 3500 rpm for 10 minutes at room temperature. Qc was within established specifications prior to and after the event. System checks performed on (B)(6) 2010 resulted within specifications. A field service engineer (fse) went on-site (B)(6) 2010. Fse performed troubleshooting and ran precision testing which resulted within specifications.

Event description:
A customer contacted beckman coulter inc (bci) regarding erroneously high ckmb results on one patient sample. A result within the assay's normal reference range was obtained upon repeat analysis. The customer did not receive any reports of death, injury or change to patient treatment attributed to or connected with this event.